Manufacturer narrative:
The customer contact indicated that the device was discarded. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack; subsequently, a leak was noted. The plumset was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse connected an unspecified device to an unspecified clave port of the plumset for delivery of an unspecified medication, via an unspecified route. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from a crack. No specific details were provided. There were no reported adverse patient effects to the patient and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.